Event description:
The MFR rec'd info alleging an evergo oxygen concentrator was not working properly while in use and resulted in the pt having low blood oxygen saturation. The pt was admitted to the hospital and treated for low blood oxygen saturation. The concentrator was returned to the MFR for eval. The allegation of the device having low oxygen concentration was confirmed. The device was found to have an oxygen concentration of 73% which is below the minimum specified oxygen concentration of 86%. The device sieve canisters were replaced to correct the problem. The device's low oxygen concentration alarm sounded appropriately for this condition during testing. Product labeling states that when the oxygen concentration alarm occurs, it is recommended to change to another source of oxygen and contact your equipment provider. A review of the MFR's adverse event database from (B)(4) 2007 to (B)(4) 2011 confirmed there has been (B)(4) similar adverse event reported due to low oxygen concentration for this type of device. The MFR concludes that the device in conjunction with the pt's disease state, may have contributed to the pt's hospitalization. The MFR also concludes the device labeling is adequate to indicate an alternate source of oxygen must be available for pts who cannot maintain sufficient blood oxygen saturation in the event of a device malfunction.